Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ alert while attempting a supply change after the cartridge ran out of insulin; review of device alerts showed an insulin set expired message, and inspection during troubleshooting identified a bent needle at the connector/coupler that impeded delivery, consistent with a complete blockage; the user replaced the connector and completed the change, after which insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 365 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a deformation problem of the connector/coupler resulting in a complete blockage of insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.